Event description:
It was reported that there was common mode noise leading to oversensing which started and stopped exactly at the same time with roughly the same frequency components. The technical consultant stated that this was typically associated with electromagnetic interference sensing. It was also reported that the patient used a personal safety monitor which utilized wireless signals. It was further reported that there was sensing difficulty. The lead was turned off, and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.